Event description:
Found during routine testing. The customer reported that the device failed to power on with the battery. There was no pt associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and observed that, intermittently, it would not operate on battery power. Physio replaced the power supply module and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.